Event description:
An endurant stent graft system was implanted and a reliant balloon was used in the patient for the endovascular treatment of a 52mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 26mm. The diameter of the aneurysm entry is 28mm. Proximal neck length by centerline is 45mm. Proximal aortic neck was noted as 90 degree angulation. The patient had coiling on the right internal iliac prior to the index procedure. Blood flow was observed from the coiling part to the distal part during the initial angiography. Deployment of the stent grafts was uneventful; however, during the procedure the first angio appeared to be a type ia endoleak. After proximal touch up the endoleak remained and it was identified as a potential type IV. An angio was performed inside the stent graft and the endoleak was noted as a potential type IV. No additional clinical sequelae were reported and the patient will be monitored by the physician a review of returned films pre-implant showed a severely angulated proximal neck; "double-angulated" l-r and then r-l anteriorly. The 5.5cm diameter aaa contained thrombus. There was also a 3.8cm rcia aneurysm and a 2.5cm riia aneurysm. The common iliacs were calcified and contained thrombus, and the external iliacs were calcified. Segments of a 53 minute video of the angio during implant were reviewed. Coils were seen within the right internal iliac. The bifurcate was brought up the left side, and deployed within the angulated neck. The suprarenal stents were angulated 90 deg to the aortic body. The contra limb was implanted, and an extension was then placed overlapping the contra limb from the gate distally into the right external iliac. Final angio showed contrast within the upper portion of the aaa sac primarily near the level of the flow divider on the left side. This appeared to be a proximal type I and/or a possible type IV endoleak. After ballooning the aortic body the endoleak level was slightly reduced. A stent was then deployed into the reia extending part way into the distal contra extension. Angio at the iliac region revealed a possible type IV endoleak near the level of the right iliac bifurcation. Cta's from 7-days post-implant revealed that the bifurcate was implanted within the angulated proximal neck. There is a probable proximal type I endoleak, likely due to the severely angulated neck. Contrast is also seen in the right common iliac artery; possibly due to retrograde flow from the coiled right internal iliac artery or from a type IV. The limbs are patent. There is also a possible lumbar artery feeding the aaa. The max aaa diameter is 5.7cm.

Manufacturer narrative:
(B)(4).